Event description:
A malfunction alarm was reported, identified as "malf 0," but no notable events occurred prior to the issue. The malfunction did not adversely impact the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump. After the reset, the malfunction code did not recur, and the customer was able to continue using the pump. The customer was advised to contact technical support if the malfunction recurs, and they acknowledged and understood the guidance.